Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Before using this product for procedure, the side hole of this product pigtail was kink. They couldn't pass the wire guide in to the zso. Patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No please indicate where the device was stored prior to use. This product was located in the ercp room prior to use. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Jag guidewire - outer diameter 0.035in / length 450cm / tip shape straight / first use were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. This happened before the patient was contacted. Was the wire guide inspected for damage prior to use? Yes, it was. Was the device at the centre of the complaint inspected for damage prior to use? Yes, it was. Did the patient involved exhibit altered anatomy or tortuous anatomy? This happened before the patient was contacted. If not with the device in question, how was the procedure finished? They finished procedure after using the another zso-7-9 product. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? This happened before the patient was contacted. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf260v, 4.2mm. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. The bile duct was resistance encountered when advancing the wire guide to the target location? This happened before the patient was contacted. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. Unknown. This happened before the patient was contacted.. Was resistance encountered when advancing the introduction system in place to the target location? Unknown. Was resistance encountered when advancing the stent through the obstructed area? N/a (mark n/a. If device was not used on any patient) after placement, was stent position verified? If yes, please describe how. Before using this product for procedure, the side hole of this product pigtail was kink. So, they couldn't pass the wire guide in to the zso. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence: unknown. Did any section of the device detach inside the endoscope or patient? No. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Were any modifications made to the complaint device or accessories used with the device in this procedure? For example guiding catheter shortened. If so please indicate the modifications and why they were necessary.

Manufacturer narrative:
Device evaluation: the zso-7-9 device of lot c1858118 involved in this complaint was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution all zso-7-9 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-9 of lot number c1858118 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1858118. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to transport/storage conditions, whereby the kink occurred while being stored at the facility or during transportation. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: the complaint is confirmed based on customer testimony. According to the initial report, there was no patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.